Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same cae as MFR report #2134265-2008-02478. It was reported that following a drug eluting stenting treatment procedure in-stent restenosis occurred. The initial procedure was emergent due to myocardial infarction (mi) and ongoing chest pain. The patient was given aspirin, heparin and integrilin. The target lesion was an area of "thrombotic total occlusion" in the proximal left anterior descending (lad) artery. The lesion as predilated with a 2.5x20mm maverick2 balloon catheter. A 3.0x28mm taxus express2 drug eluting stent (des) was implanted in the proximal lad. A 3.0x12mm taxus express2 des was implanted proximally and overlapping the 3.0x28mm taxus express des. Both stents were postdilated with no residual stenosis, no dissection and brisk flow. About 647 days later, the patient experienced acute chest pain and EKG changes consistent with acute mi. Emergent angiography revealed "acute anterior mi and in-stent restenosis". The lesion was predilated with a 2.5x20mm maverickrx balloon catheter. A 3.0x32mm taxus express2 des was implanted and then distally with slight overlap, a 3.5x12mm taxus express des was implanted. The final result noted no patient complications, no residual stenosis and no dissection. Post procedure course was uneventful. The patient was discharged 3 days later. About 534 days following intervention, the patient required the implant of a non-bsc bi-v ICD for the treatment of congestive heart failure and dyssynchrony. The patient required urgent appendectomy surgery earlier this year to remove a gangrenous appendix. At the most recent followup, the patient was reportedly doing "remarkably well".